Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that at a post op visit following cataract extraction surgery a foreign material was noted below the intraocular lens (iol). Additional information has been requested but not received.

Manufacturer narrative:
No additional complaints have been received for this product. Trending was performed. The sample was not returned. Products are only released after testing results met specifications for the product at the time of release. Root cause cannot be determined based on current available data and no sample. The manufacturer internal reference number is: (B)(4).